Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the device's battery pins and battery contact assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on during a recent event involving a patient. The customer advised that medical personnel installed new batteries to try to resolve the issue but the device would still not respond to attempts to power it on. The customer advised that there was a delay in patient care while medical personnel waited for a backup device to arrive; however, there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.